Manufacturer narrative:
Ic logs confirmed the reported failure. Aic console (B)(6) started running the pump on 08 jun 2023; no issue was found through 11 jun 2023. The pump was likely disconnected on 12 jun 2023 per log device analysis: the console was tested on an engineering lab bench. Tried to reproduce the issue by running a pump for an hour while the p-level was at p-7 and disconnected the pump connector cable from the aic. The console detected the disconnected pump and allowed for normal shutdown. Unable to reproduce the issue. The root cause for preventing the proper aic shutdown was most likely due to an impellatronic board malfunction.

Event description:
The complainant reported that they were unable to power off their automated impella controller ( aic) following the completion of support. It was noted that the aic kept displaying prompts to disconnect the already disconnected catheter. The emergency power off steps were subsequently used to turn off the aic. There was no patient involved.